Manufacturer narrative:
Information based on the legal manufacturer's final investigation and corrections to e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the damage to the insulation material of the sheath was caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. Additionally, it¿s likely the event was due to wear and tear. During the investigation, it was unable to be determined if there was previous damage or if the damage was caused during the last reprocessing or last usage. As a result, the final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿4 before use warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation , inspection of the sheath trocar was performed and found that the parts were broken off, the isolation beak observed to be broken. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during an asset return (loaner) with no issues reported from the customer facility, upon inspection of the return, it was observed that the device isolation beak is broken. There was no harm reported. No user injury reported due to the event.